Event description:
It was reported the patient had not charged the ipg for approximately a year due to unrelated family illnesses. The sjm representative could not communicate with the ipg. Subsequently,the patient's ipg was explanted and replaced.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.